Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a hole in the hose in zone 3, failed pre-test for visual, failed the modified set screw assessment, would not secure the cutter (failed pre-test for cutter lock), the vanes were damaged preventing the cutter from being secured, the hole in the hose was consistent with mishandling. The damaged pawls were consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running, the failed modified set screw is consistent with normal use over time. A review of the service history record indicates that the device had not been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was getting hot during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.